Event description:
Follow up revealed that the patient's ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient's ipg was deemed inoperable due to not charging as recommended. As a result, the patient may undergo surgical intervention at a later date.